Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with an antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, and the patient not attending their post-op visit have been ruled out as potential causes. Additionally, the patient did not touch or pick their wound and did not engage in physical activity. The clinical representative disclosed the reason for the infection is unknown. However, the patient has a history of infection following a previous scs implant procedure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history of infections (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness and drainage at the site. The patient went to the emergency room, antibiotics were prescribed and an explant procedure was performed on (B)(6), 2023. The infection is clearing.